Manufacturer narrative:
Follow-up information received on 02-aug-2016 - legal claim provided: each of the plaintiffs (not individualized in document) was implanted with essure for permanent sterilization and subsequently had the device removed due to complications (not specified). The complications suffered by plaintiffs include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding irregular menstrual cycles, perforated organs, and other assorted complications. Company causality comment: this case report initially was received by consumer, upon receipt further information from lawyer this case was considered a legal case and refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and had been bleeding since the insertion. This event, seen as genital bleeding, is serious due to medical importance and listed in the reference safety information for essure. Genital bleeding may occur during essure use. In this case, the consumer was bleeding since the insertion and an ablation and a removal of ovary and cyst were planned. Considering event's nature and close temporal relationship, causality with essure use cannot be excluded since an intervention was planned (ablation), this case is regarded as incident. Based on the available information no product quality defect was confirmed/identified. In summary, a relationship between the reported medical events and a quality defect is excluded. Further information will be obtained through the litigation process.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1699, awareness date 20-oct-2015). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted in 2013. The consumer stated she was in so much pain that she could not take care of her (B)(6) son. On (B)(6) 2015 (discrepant date), her doctor who was the same who inserted essure wants to try an ablation and remove an ovary and cyst. She had been bleeding heavy since insertion. All events were considered related to essure. Company causality comment this spontaneous and non-medically confirmed case report refers to (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and had been bleeding since the insertion. This event, seen as genital bleeding, is serious due to medical importance and listed in the reference safety information for essure. Genital bleeding may occur during essure use. In this case, the consumer was bleeding since the insertion and an ablation and a removal of ovary and cyst were planned. Considering event's nature and close temporal relationship, causality with essure use cannot be excluded since an intervention was planned (ablation), this case is regarded as incident. No further follow up will be actively pursued since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 12-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical events and a quality defect is excluded. Company causality comment: this spontaneous and non-medically confirmed case report refers to (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and had been bleeding since the insertion. This event, seen as genital bleeding, is serious due to medical importance and listed in the reference safety information for essure. Genital bleeding may occur during essure use. In this case, the consumer was bleeding since the insertion and an ablation and a removal of ovary and cyst were planned. Considering event's nature and close temporal relationship, causality with essure use cannot be excluded. Since an intervention was planned (ablation), this case is regarded as incident. Based on the available information no product quality defect was confirmed/identified. In summary, a relationship between the reported medical events and a quality defect is excluded. No further follow up will be actively pursued, since this case was identified during health authority website monitoring.